Manufacturer narrative:
The delivery pusher was received for evaluation. The pusher did not have the implant attached and the implant was not returned. The hypotube of the pusher had a few kinked areas. The proximal part of the gold connector was kinked. The heater coil of the pusher had evidence of thermal detachment. The attachment monofilament in the pusher was dissected and the tip was observed to be melted. No warning mark was observed at supposed area of the hypotube. The reported complaint is confirmed. Inspection found the warning mark to be missing as described in the complaint. This issue is being monitored by quality sytems. The investigation of the returned pusher found the hypotube and gold connector to be bent. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device the device was returned to the manufacturer for evaluation. The investigation is underway.

Event description:
It was reported that during insertion of the coil into the microcatheter, the zebra markers were noted to be missing. There was no reported patient injury. The patient's current condition is reported to be "normal."